Event description:
Additional info received from patient that they received their replacement recharger, and the first time they got to try the new rec harger was a week ago, and only used it twice before seeing system problem rm05. Patient stated they believe that was the message they were seeing previously. Patient stated the new recharger is still getting really hot on the relay box when recharging. The second time they tried charging it was warm and not as hot, but still heating up. Patient stated when charging implant the controller displayed finished then displayed system problem rm05. Agent had patient reset controller and inspect for damages. Patient then saw memory problem data has been lost. Agent reviewed meaning and had patient bypass messages. Patient stated the new recharger looks worn as the white label is worn. Patient started charging session of implant at excellent quality with controller and 100% and implant 100%. Patient stated rm05 persisted after resetting. The issue was not resolved. A repair request was sent to replace the controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755-s lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for the past 6 months or so they have been having issues with recharging their implant. Caller stated that it used to take 45 minutes to charge the implant, but then it started taking about an hour and last night it took 2.5 hours. Caller added that 2 days ago they saw a message on the controller that said to replace the battery which they interpreted as replacing the implant battery. Caller noted that the pad was getting hot when recharging the implant but later confirmed it was not hot to the touch just warmer than usual. Agent walked caller through resetting the controller. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
97755-s, sn (B)(6), was returned for product analysis. Analysis found no device found message was seen. 97755, sn (B)(6), was returned for product analysis. Analysis found no issues with finding or charging ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.